Manufacturer narrative:
Eval: the iab was rec'd intact for eval with the balloon completely unfolded. Lab examination on the returned item revealed no defects. Underwater leak testing revealed no leak in the iab. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. The iab fully inflated and functioned normally when attached to the sys 97 iabp in the lab. No alarms were triggered on the pump. After 2 mins of pumping, an inflation/deflation charts was recorded. The chart confirmed that the balloon fully inflated and deflated satisfactorily at 100 and 140 bpm during lab iabp testing. Thus, lab examination revealed no defects in the returned iab. Probable cause of difficulty: no defect was found during lab examination. It was not possible to determine the cause of the reported difficulty based on the event description.

Event description:
When the box was opened, the balloon was broken. Event complications: unknown -reported 2/10/1998. Pt's current status: unk - rpt'd 2/10/1998.